Event description:
The patient stated that the v-go device falls off while she is showering. I confirmed that there is not interference with clothing and that the application site was prepared properly. The patient stated that about 9 v-go 20 devices have come off in the past few months. The v-go 20 devices in question are not available for collection.